Event description:
The customer reported that all energy outputs are low when testing this defib on a defib analyzer. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that all energy outputs are low when testing this defib on a defib analyzer. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.